Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged that while the nurse was giving care to a patient in serious condition, the patient did not have a cyanosis, but the ECG monitor displayed a 75% blood oxygen level, which was inconsistent with the patient's condition and requested support. The complaint device was in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.